Manufacturer narrative:
The device was returned for evaluation and was received with the ratchet extension arm not going through the base smoothly. The lock had rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. General maintenance and cleaning required. The reported complaint was confirmed. The root cause was wear and tear due to extended use.

Event description:
A biomedical engineer reported that the ratchet extension arm of the a1059 mayfield modified skull clamp would not slide smoothly as it should. Additional information was received on 03jul2019 that the device was in contact with a male patient with no injury reported. There was an hour (1) delay in surgery. Additional information has been requested.